Event description:
It was reported the pt alleges that approx one year ago she experienced a shocking sensation at her scs lead site when the stimulation was off. The pt consulted with her physician and x-rays were taken did not show any anomalies. However, the pt's physician stated the scs lead was implanted near a nerve, and this was the cause of the sensation the pt felt. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.